Event description:
A review of service data detected a reportable event. Upon service investigation, electrode belt sn (B)(4) was found to fail a therapy electrode recognition test. The last pt to use this belt did not report any deficiencies.

Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation a broken white pulse wire was found inside the trunk cable connector. In addition, there was also a broken pulse wire inside the distribution node to front therapy electrode cable. The broken cables cause the device to fail to recognize the front therapy electrode. The root cause for the broken wires could not be positively identified, but the broken wire was likely cause by excessive force while pulling on the electrode belt cable. No adverse event resulted from the damaged pulse wires. The last pt to use this electrode belt did not report any problems.